Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle/cannula did not deploy as intended during activation.

Manufacturer narrative:
The device was received fully deployed with the slide insert visible in the top housing window. The download data shows that the device completed both the first and second priming sequences with no timeouts or drive stalls before being deactivated. Inspection of the device found no damages or defects that would contribute to a needle mechanism failure. During the investigation the needle mechanism was reset to the not deployed position, and the device functioned as intended during manual deployment. Although no issues were found with the device, it could not be determined when the device deployed. A root cause for the reported needle mechanism failure could not be determined.